Manufacturer narrative:
H10. Updated/additional information - h6. Investigation results - the most likely cause for the revision reported due to prosthesis wear is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear. However, this cannot be not confirmed with the information provided; devices were not returned. There is no other information available.

Manufacturer narrative:
D10: concomitants: (B)(6) 164-13-08 - novation element ro s/o col sz 8. (B)(6) 170-28-00 - biolox delta femoral head 28mm od, +0mm. (B)(6) 180-65-20 - alteon 6.5mm screw, 20mm. (B)(6) 186-01-48 - integrip cc, cluster 48mm, g1. Pending investigation.

Event description:
As reported via legal documentation the patient had a right hip replacement on (B)(6) 2015. Approximately 5 years and 5 months after the initial procedure the patient had a right hip revision on (B)(6) 2021 due to pain, stiffness, discomfort, and weakness which in turn negatively affected patient's mobility and quality of life and necessitated a revision surgery and the resultant pain following surgery and recuperation/rehabilitation period and physical therapy. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.